Manufacturer narrative:
Further information from the reporter regarding patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "roller on the injector didn't work" against thexen®45 gts in the right eye. Surgery was completed with a back-up device. There was no eye injury.

Manufacturer narrative:
Device analysis: there was a very slight bend to the needle, as well as a gap between the two halves of the device casing. Functional evaluation confirmed the complaint condition since the device was able to actuate from the halfway point of the slider, but could not retract beyond that point because the roller inside the device would not move. As such, the bevel position could not be changed. Due to the condition of the received device, the complaint could not be properly evaluated.

Event description:
Healthcare professional reported "roller on the injector didn't work" against thexen®45 gts in the right eye. Surgery was completed with a back-up device. There was no eye injury.